Event description:
It was reported by service report that the main frame was bent causing the scale to read inaccurate weight results. No pt involvement or adverse consequences are reported. See scanned page.